Event description:
It was reported that a patient presented in clinic for a routine follow up, inappropriate mode switches due to far field oversensing was observed. It was recommended to reprogram the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.